Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cgm mobile application shut off unexpectedly occurred. It was determined that the unexpected cgm mobile application shut off was related to the mobile application. Data was evaluated and the allegation was confirmed. However, it was determined that the patient misused the device. The root cause was determined to be manual closure of the application. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the an app crash alert occurred.